Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a problem with the sensor on the insulin pump. The blood glucose level was unknown. It was confirmed that the customer issues was sensor glucose versus blood glucose. The customer stated that he found the sensor canula bent. The troubleshooting was performed. The customer was advised to monitor the system if has any other questions. No further information was reported.